Event description:
Customer reported: when the staff was pre testing the tube in preparation for use they discovered that the tube's pilot balloon was not able to hold air. Customer confirmed that fault was identified during pretesting efforts. No pt involvement.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently under analysis.